Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was returned to a third-party service center for evaluation. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam particles or degradation inside the assembly. Secondary findings include dust/dirt contamination inside the device. In addition, the devices error log was downloaded, and two error codes were present when reviewed. Lastly, the device was scrapped.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was returned to a third-party service center for evaluation. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam particles or degradation inside the assembly. Secondary findings include dust/dirt contamination inside the device. In addition, the devices error log was downloaded, and two error codes were present when reviewed. Lastly, the device was scrapped. After further investigation, it has been determined that the dust contamination was mistaken for foam. Based on the information available at this time of investigation, it has been determined that there is no evidence that the device malfunctioned in a manner that would be likely to cause or contribute to death or serious injury if it were to recur. There was no serious patient harm or injury associated with this device and no increased risk to the intended user. Based on the information available, it is a non-reportable complaint.